Event description:
It was reported that an ilet user called stating the bg run mode stopped and asked how to resume it. The agent advised transitioning to backup therapy and the user planned to contact their healthcare provider regarding sensor availability, which aligned with an education and troubleshooting interaction and indicated a use or procedure issue rather than a device malfunction. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with the user not comprehending bg run mode expired and ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.